Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the mesh was implanted. It was reported that the mesh came loose and curled on itself. It was also reported that the mesh migrated somewhat and the patient is in considerable discomfort. It was also reported that the bioabsorbable tacks failed not the mesh.